Manufacturer narrative:
The ca 19-9 reagent expiration date was not provided. The e801 analytical unit serial number was (B)(6). The qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys carbohydrate antigen 19-9 (ca 19-9) assay on a cobas e801 analytical unit. Initial result: 51.1 u/ml. The initial result did not match the patient's clinical diagnosis, and the sample was repeated. 1st repeat result: 11.8 u/ml. 2nd repeat result: 11.6 u/ml. No questionable result was reported outside the laboratory.

Manufacturer narrative:
Section d4 was updated. The calibration signals prior to the event were within the expected range. The assay performance check was last performed on 03-oct-2024 with successful results. According to the provided data, the customer performs the calibration regularly, and the calibration signals prior to the event were within the expected range. A general reagent or analyzer problem can be excluded because the qc prior to the event was within the ranges. The investigation did not identify a product problem. The cause of the event could not be determined.